Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3-5 olif for degenerative scoliosis. It was reported that on (B)(6) 2026, a report was received indicating that there might have been insufficient decompression at the site where l5/6 plif by another company had been attempted, specifically at the left root, and reoperation was attempted on (B)(6). As the surgical field was obstructed during decompression, one screw was removed. It was upsized and reinserted. Additional decompression and rodding were performed, and the procedure was completed. It was stated by the physician on the day of surgery that the issue was not caused by the screw. At the postoperative follow-up visit, the opinion was provided by the physician that the insertion angle of the l5 screw have not been appropriate. There were no malfunctions with the reported devices. The screw was temporarily removed because the screw head was obstructing the physician¿s view when checking the trajectory. No clear malfunction has been confirmed with the drivers. No cracks, bending, or similar issues have been observed.

Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.